Manufacturer narrative:
Dr. Yi-xin zhou, et al. Total hip arthroplasty using modular trabecular metal acetabular components for failed treatment of acetabular. Fractures: a mid-term follow-up study. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Initial reporter - dr. Yi-xin zhou, et al.

Event description:
It was reported in a journal article that harris hip score was poor in 2 patients. No further information is available.